Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems on two patient samples. The high results were repeated by an automatic rerun, and lower results were generated. Lower na result was obtained when the sample was tested on a second analyzer. Customer provided results for one patient. The erroneous results were not reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is calibrated and qc is routinely run every 24 hours. Qc results have been consistently within the lab's established ranges. Customer was provided with the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse was in the customer's lab several times and replaced hardware components. A return visit was scheduled to perform an ise preventive maintenance (pm). A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.